Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: complaint coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while attempting to place an arterial line in the left femoral artery for invasive blood pressure monitoring, a micropuncture transitionless access set's wire unraveled. Per the reporter, there was a risk of wire fracture and retained arterial foreign body; however, there has been no report that the wire fractured and no report that any part of the device remained in the patient. Per the reporter, there were no injuries or adverse events. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b3, b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 06jan2026. Ultrasound guidance was used for access, and blood return was noted upon insertion of the access needle. The access site was not scarred. The wire unraveled upon removal of the wire from the needle. Mild to moderate resistance was encountered ¿that felt like scraping of the guidewire along the needle.¿ after the device unraveled, the wire and needle were slowly and gently retracted together and removed from the patient. Nothing remained in the patient.